Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288-289. Additionally, it was reported that an occlusion alarm occurred. During troubleshooting, issue was resolved and pump functions as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.